Event description:
The customer called to report a button error alarm. Troubleshooting was performed, and she was unable to clear the alarm due to the buttons not responding. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to the liquid crystal display metal frame shorting out with the el panel. Unable to verify the button error alarm due to the blank display. However, moisture traces were found at the keypad traces.